Event description:
It was reported the 6f angio-seal vip was deployed in the common femoral artery (cfa). There were no noticeable irregularities with the device or the deployment. Following the deployment there was no distal pulse in the pt's leg. The pt underwent surgical intervention. The angio-seal was removed.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.